Manufacturer narrative:
Per updated information received on september 23, 2024, date of event under field b3 has been updated to "6/5/2024". Per information received the patient's previous event of capsular contracture and bilateral rupture was not related with mentor devices. Coding under section h have been updated accordingly. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 68-year-old caucasian female patient underwent revision breast reconstruction surgery with 400cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; left side baker grade iii, and right-side baker grade IV. Postoperatively. As a result, the patient is scheduled for surgery on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 3, 2024, mentor became aware that patient experienced right side unacceptable cosmetic appearance of breasts and left side capsular contracture, baker grade iii. Patient underwent left side replacement surgery with catalog number 3504001bc; serial number (B)(6) on (B)(6) 2024. Right side device is still implanted and at this time, mentor has received no information regarding explantation or an expected explantation date. Coding have been updated under section h on this form accordingly. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).